Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display and cosmetic damage. The customer¿s blood glucose level was unknown. Customer reported that son just got the insulin pump and he was on his bike and fell and the screen is blinking white and it is constantly beeping. Customer stated that display is flashing. No report of pump screen flashing when screen was turned on after being in sleep mode. Customer reported scratch on the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with blank flashing white lcd with audio alarm due to cracked on lcd controller. Unable to verify missing segments/partial display due to blank flashing white lcd. Unit was received with cracked retainer, scratched case and minor scratched lcd window.